Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, "foreign matter in the nozzle", was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions for cf-ez1500dl/I, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event; instructions for cf-ez1500dl/I, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.